Manufacturer narrative:
Concomitant medical product: 5076 lead implanted: (B)(6) 2011. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead integrity alert was activated, the lead displayed high impedance, there were short v-v and non-sustained ventricular tachycardia episodes. During the revision procedure, the "lead was isolated and the problem disappeared." The physician felt the problem may have arisen from an isolated lead; however, the lead may not have been "clearly fixed into the device." The device and lead remain in use and no patient complications have been reported as a result of this event.